Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the platen was visibly bent and damaged. The damage to the platen was caused by impact damage. Mmdg attempted volumetric testing as well as a free flow test, but neither could be completed due to the damage to the device. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump "tubing latch is bent and will not lock into place." The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).